Event description:
Subject ID: (B)(6). Study no: dsj-2016-03. Clinical adverse event received for death - cause unknown. Device and procedure (relatedness). Device location: left. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).